Manufacturer narrative:
There was no allegation of product malfunction. Device was not returned for evaluation. Root cause cannot be determined based on the information provided. However, it appears the hcp believes the patient requires less insulin than one vgo 40 provides (as evidenced by prescribing the vgo 30 post-event. Date of event estimated sometime in (B)(6) 2018 based on patient stating they had been on the product for 4 days before the aware date.

Event description:
Type 2 diabetic currently on vgo 30 reported that she had to go to emergency room because she experienced hypoglycemia as low as 19. The v-go device is not available for collection. The patient experienced the hypoglycemia while on the v-go 40 and is now on the v-go 30.

Manufacturer narrative:
UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4).